Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be peeling by the "ok" button. The "up" and "down" buttons were found to be intermittently responding. Evidence of keypad contamination was located under the button contacts. The "up" and "down" button contacts were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "down" and "ok" buttons go very quickly when pressed and the screen will scroll faster than it used to. The patient reportedly noticed the issue a few weeks ago. The reporter also indicated that the keypad is peeling. This report is being made based on the alleged keypad response issue.